Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this programmer would periodically freeze and did not allow any input during the case. Field representative rebooted this programmer and it seemed to be fine. This programmer remains in service. No adverse patient effects were reported.